Manufacturer narrative:
Follow-up # 1 date of submission 2/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/12/2017 with the following findings: a review of the pump black box data showed no evidence of unexplained pump reboots on the date of the complaint but there was one unexplained pump reboot on (B)(6) 2016. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap and the test cap were able to attach to the pump but continued to spin. The returned battery cap¿s height and width were within specification. The pump was able to power up with the returned battery cap. The pump was exercised with a test battery cap for 24 hours with no power issues. An "intermittent power" event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or damage observed to the power circuit. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.